Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to retrieve medication. A technical support specialist (tss) reviewed my quick link (mql) and found that a transaction for insulin lispro injection was completed from bin. However, no key combination was linked to this item. The tss explained that since no key combo was configured for the external item, the system would not trigger a drawer or door to open during dispensing. The customer contacted the pharmacy to configure the key combination for the item and was then able to issue the medication successfully. The customer confirmed that the user would further review item configuration in mql with the pharmacy team and authorized case closure, resolving the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the system had an issue where the user was unable to retrieve medication and the refrigerator storing the medication did not open at all. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.